Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (account did not have specific date). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The suture trimmer was received with an additional 5 noncompliant suture trimmers. During testing using a proxy suture, all 6 suture trimmers were tested and all cut the proxy suture during the first attempt. Based on the investigation findings, the reported experience could not be confirmed and a cause related to the suture trimmers could not be determined as all six suture trimmers met the manufacturing criteria. No manufacturing or quality issues were detected. A review of the device lot history record and a query of the complaint database for similar incidents within the lot could not be performed as the lot number was not reported.

Event description:
It was reported that a physician trained in the use of the perclose proglide achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the suture trimmer would stick on the first attempt to cut the suture and it took a couple of tries before the suture trimmer completed the cut. There was no adverse patient effect. Though requested, no additional information was provided.